Event description:
While deploying stent over guidewire, the stent was difficult to place over the wire. Doctor was able to pass but it was very tight, which added additional time to procedure. No patient harm.